Event description:
The philips field service engineer (fse) reported that while at the customer site for service work order, he noticed during a review of system log files that the logs indicated that the left gantry control panel "up" button, located on the front of the gantry, was stuck engaged. The fse confirmed there was no report of harm to a pt, bystander or operator. The fse reported there was no occurrence of uncommanded motion. The fse replaced the gantry control panel for the left hand side of the gantry, to resolve the problem.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).